Event description:
It was reported that the pt could no longer feel her stimulation. Impedance measurements were greater than 3,000 ohms on three of the four electrodes. During explant, the lead insulation was found to be stripped from the lead at the boot connection. The extension was also explanted and the pt requested that the ipg be explanted: the entire system was replaced. No surgical complications were reported.